Event description:
It was reported that "life pak monitor did not recognize the first set of pads, could not defib. Changed to a different product number and those pads worked. No patient injury, additional time was required."

Manufacturer narrative:
We are aware this report is being filed 2 days outside of the 30 time frame, it was inadvertently overlooked. It was filed immediately upon discovery. The actual device is being retained by the hospital, according to the risk manager. We are attempting to gather additional information from the hospital for the investigation. We will file a supplemental report when the investigation is completed.